Event description:
It was reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu, hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.